Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were receiving an audio/speaker failure (error message). The customer stated that there was no volume or alarm (sound) coming from the device. No patient harm was reported.